Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 650 mg/dl on (B)(6) 2026. Reportedly, the cartridge set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.